Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "this is a report about leakage occurring possibly due to a hole on the needle (cat# 300400)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-23. Investigation summary : a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the picture, a cracked cannula was observed. The physical sample was microscopically examined and the cracked cannula was again identified. It has been concluded that the cracked cannula originated at the cannula manufacturing site. H3 other text : see h10.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "this is a report about leakage occurring possibly due to a hole on the needle (cat# 300400).".